Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and ventricular tachycardia occurred. The procedure was cancelled. During a a fluoroless concomitant atrial fibrillation ablation and left atrial appendage closure (laac) procedure, a farastar pfa system was selected for use. The physician obtained access and placement of the cs catheter and mapping (with a non-boston scientific) of the right atrium occurred. The transseptal puncture (tsp) was performed using versacross and faradrive sheath. Transeptal was unremarkable and mid mid/anterior, the versacross wire went into the left atrium and left atrium apendage. The intracardiac echocardiography (ice) catheter was then placed in the left atrium (la) and versacross dilator and wire were removed and replaced with device to map the left atrium. The mapping was exchanged for the farawave catheter. Four flower applications were applied when the patients heart rate and blood pressure (bp) softened. Attempts to pace the patient's heart were unsuccessful due to boston-scientific capital equipment failure (mechanical issue with either the pacing system or the carto mapping system wasn't open to allow pacing and no other methods to support pacing was use). The physician was attempting to place the cs in the right ventricular (rv) to pace. The physician checked in ice for an effusion and a 3.4cm effusion was noted behind the rv. An interventionalist was called to help tap the effusion. The patient's pulse weakened, blood pressure dropped in the 30's, a code was called. The code team, cardiac surgeons performed cardiopulmonary resuscitation (CPR). The patient went into cardiac tamponade & ventricular tachycardia three times and was shocked out of it. A surgeon cut a window into the patient, started tapping the effusion. A sternotomy was performed. Blood was run through the cell saver and about three units of blood was given. Eventually the patient was stabilized and it was noted that a perforation of the inferior vena cava (ivc) and right atrium junction was the cause of the effusion. Getting the ice probe into the la took a few attempts and 90-120 seconds. Act was above 300. The patient was hospitalized. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem and device code (f10 and h6), in sections f user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a perforation, pericardial effusion, cardiac tamponade and ventricular tachycardia occurred. The procedure was cancelled. During a a fluoroless concomitant atrial fibrillation ablation and left atrial appendage closure (laac) procedure, a farastar pfa system was selected for use. The physician obtained access and placement of the cs catheter and mapping (with a non-boston scientific) of the right atrium occurred. The transseptal puncture (tsp) was performed using versacross and faradrive sheath. Transeptal was unremarkable and mid mid/anterior, the versacross wire went into the left atrium and left atrium apendage. The intracardiac echocardiography (ice) catheter was then placed in the left atrium (la) and versacross dilator and wire were removed, and replaced with device to map the left atrium. The mapping was exchanged for the farawave catheter. Four flower applications were applied when the patients heart rate and blood pressure (bp) softened. Attempts to pace the patient's heart were unsuccessful due to boston-scientific capital equipment failure (mechanical issue with either the pacing system or the carto mapping system wasn't open to allow pacing and no other methods to support pacing was use). The physician was attempting to place the cs in the right ventricular (rv) to pace. The physician checked in ice for an effusion and a 3.4cm effusion was noted behind the rv. An interventionalist was called to help tap the effusion. The patient's pulse weakened, blood pressure dropped in the 30's, a code was called. The code team, cardiac surgeons performed cardiopulmonary resuscitation (CPR). The patient went into cardiac tamponade & ventricular tachycardia three times and was shocked out of it. A surgeon cut a window into the patient, started tapping the effusion. A sternotomy was performed. Blood was run through the cell saver and about three units of blood was given. Eventually the patient was stabilized and it was noted that a perforation of the inferior vena cava (ivc) and right atrium junction was the cause of the effusion. Getting the ice probe into the la took a few attempts and 90-120 seconds. Act was above 300. The patient was hospitalized. The device is not expected to be returned for analysis (disposed). It was further reported that the there was a mechanical issue with either the pacing system or the carto mapping system wasn't open to allow pacing and no other methods to support pacing was used. Transeptal was unremarkable and mid mid/anterior, the versacross wire went into the la and laa. Getting the ice probe into the la took a few attempts and 90-120 seconds. Act was above 300.